Event description:
Pt was placed on nxstage continuous renal replacement therapy machine for treatment of acute renal failure -secondary to multi sys organ dysfunction. Subsequent to initiation of the therapy, the nurses noticed that the effluent fluid was pink colored -may be a variety of colors, but should not be pink or red-. The physician was notified and the tubing circuit for the machine was changed, and the pt was again started on this therapy. Subsequent to the second initiation, the effluent fluid was noted to be even darker pink - red. The physician was called again and the therapy was discontinued. The machine was taken out of service; the two circuits were saved to share with the company for discussion and eval of the issue. The pt subsequently expired as a result of multi sys organ failure and sepsis as the likely etiologies. Our concerns are twofold, twice on this particular pt's blood was present in a part of the dialysis circuit that it should not be present, representing a potential failure or recurrent issue with the dialysis circuit. Both of these circuits are from the same lot number and the company has been notified of the issue, and it is being evaluated. The second concern is related to a product failure concern with the nxstage machine itself. A component of the machine is a blood leak detector. The blood leak detector is supposed to evaluate the effluent continuously for the presence of microscopic quantities of blood. Detection of blood should result in an audible alarm as well as the machine to stop working until the problem is appropriately addressed - usually by changing out the dialysis circuit. In this case that did not happen with either the original or subsequent circuits. Both of these circuits demonstrated visible blood in the effluent. This has happened one add'l time since the one reported here and will be entered in a separate medwatch report. We contacted the company about each of these concerns. They are sending us new circuits from a different lot number in an attempt to address the potential problem with the circuits themselves. We have identified the specific machine that was involved and it will be shipped back to the MFR for eval. With regards to assessing other equipment of the same MFR and function, we have identified a process for immediately removing the equipment from use if a similar problem is identified. We requested that the company check the competence of the blood leak detector in each of the add'l machines within our hosp, and they assured us that the machine performs a self-check daily and at initiation of therapy. We will continue to monitor this closely and report to the MFR and the FDA any add'l problems of this type. Dates of use: 2009. Diagnosis: acute renal failure.